Event description:
It was reported that an intermittent jolting and loss of therapeutic effect occurred when stimulation was on. The pt felt numb in her left vagina and inside her left leg and could barely urinate. When the stimulation was off she did not feel a sensation on her right side but still felt numb on her felt side, although no jolting sensation. The pt reported an 8 of 10 on a pain scale. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).